Manufacturer narrative:
Updated section h6- type of investigation, findings, and conclusions. Corrected section h6- component code. The device was not returned for evaluation. The customer provided imagery and the following was observed: the proximal inflow region of the alterra prestent appears to be under expanded. Balloon aortic valvuloplasty dragged and displaced the alterra prestent distally. After distal migration, the alterra prestent interacted with anatomy leading to an inverted apex at the outflow side. Muscle band found proximal to the pulmonic leaflets may have caused the under expansion of alterra prestent at inflow side. Stretched vessel imagery of the pulmonary trunk shows a narrowing of the proximal region. No image was provided to show strut fracture on the first alterra prestent. Second alterra prestent was deployed overlapping the proximal region of the first alterra prestent. The first alterra appears to be migrated further toward distal direction and canted in position toward the left pulmonary artery (lpa). Provided video also shows flow obstruction toward the right pulmonary artery (rpa). The complaints for prestent underexpansion, prestent migration, and deformed frame were confirmed based on the provided imagery. A review of the device history record and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of the instructions for use materials revealed no deficiencies. Provided imagery shows that the proximal apices of the alterra prestent appears to be under expanded. The procedural training manual advises the assessment of patient landing zone, including ensuring the landing zone falls within ideal perimeters and perimeter-derived diameters. If the prestent is deployed in anatomy that falls outside of the recommended specifications, such as a narrow section of perimeter, the prestent could result in underexpansion. Provided imagery also shows that a muscle band is protruding into the track and there appears to be a narrowing curvature. In addition, 3mensio shows that the proximal section is much narrower than the rest of the main pulmonary artery (mpa). The reduced diameter may have resulted in the observed underexpansion at the inflow (proximal) apices. In response to the underexpansion of the proximal apices, a bav was used to expand the prestent. However, the bav dragged and displaced the alterra prestent. This caused the prestent to migrate distally and at the same time, the prestent interacted with the anatomy leading to an inverted apex on the distal section of the prestent. A day after the procedure, an echo was performed and found that the underexpansion of the proximal apices came back. An alterra-in-alterra was performed to address this issue. Per the medical report, "during wire maneuvers, shaking, pulling back and re-advancing to get the alt/ds to advance past the waist, the implanted alterra embolized towards the lpa." Further distal migration of the first prestent was caused by the interaction of the second alterra delivery system during advancement. A decision was made to deploy the second alterra prestent overlapping the proximal region of the first alterra and this help fixed the underexpansion issue. A week after the deployment of the second alterra, the patient was "admitted urgently with sob, chest pain". Additionally, "cta of the heart was performed revealing a malposition of the distal stent of the transcatheter pulmonary valve and echocardiogram performed revealed severe pulmonary valve obstruction secondary to this malpositioned valve." A decision was made to explant both alterra prestents. Per the medical report, during the explantation the "distal alterra stent was noted to be in a position that was opposite of the angle of flow and perpendicular (horizontal axis) to the right ventricular outflow tract (vertical axis). Moreover, it was tilted toward the left pulmonary artery and thereby almost obstructing completely the right pulmonary artery." The distal alterra prestent migrated further distally and this time causing obstruction to the right pulmonary artery. The instructions for use warns that correct sizing of the prestent into the right ventricular outflow tract (rvot) is essential to minimize risks such as migration and embolization. Per the training manual, the alterra apices are designed to engage with anatomy to assist in initial placement and acute stability. Inflow apices engagement is critical for prestent fixation and to avoid migration. During the pre-procedural evaluation, the medical report stated that the patient had a large size mpa and rvot. The patient's very large annulus, in addition to the alterra prestent being displaced twice, may have made it impossible for the apices to engage with the patient's anatomy and thus resulting to the first alterra to migrate this third time around and causing the reported obstruction. As such, it is likely that patient factor (narrow vessel) has contributed to the prestent underexpansion, while a combination of patient (large mpa, insufficient apices engagement due to patient anatomy) and procedural factors (bav interaction with prestent, second alterra delivery system interaction with prestent) contributed to the prestent migration. For frame deformation, it can be attributed to patient factor (prestent interacted with anatomy due to migration). The complaint for frame strut fracture was unable to be confirmed due to lack of information. A complaint regarding the fracture was initiated based on medical report noted a proximal stent fracture on the first alterra prestent prior to the placement of the second stent; however, from the provided imagery, it is unclear if a fracture is present. In addition, there was no indication of strut fracture from the reporter who initially filed the complaint. To obtain clarification, follow up was conducted but no response was received yet at this time. However, a review of the device history record and lot history revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of instructions for use materials revealed no deficiencies. An in-depth evaluation related to alterra prestent fracture has been documented in a technical summary. Per the technical summary, the prestent in straight configurations is safe under pulsatile loads. As such, the potential fracture on the proximal end of the frame could be attributed to the conditions of the patient's anatomy. While a definitive root cause is unable to be determined, available information suggests that patient factors (rvot characteristics) may have contributed to the reported event . A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure modes is not required at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by the fcs, during an alterra case in pulmonic position, when the alterra was deployed it was noticed that the inflow of the alterra was mobile and causing a trap door situation. This was most likely due to the native annulus muscle. The inflow was then ballooned with a 28mm z-med. This resolved the trapped door but it caused the device to move distally resulting in an inverted apice at outflow. Two days after the first procedure, during the implant of the second alterra, the existing alterra embolized distally in the main pulmonary artery (mpa) and became distorted when the delivery system was advanced over the wire. The second delivery system did not have tracking difficulties inside the pa. The alterra was stable and nothing further was done. A sapien valve was never implanted. Seven days after the second procedure, the patient was admitted for acute chf secondary to rvot obstruction requiring emergent surgical intervention. The patient was found vomiting, diaphoretic, altered mental status (ams), and required non-rebreather. The perceived root cause of the rvot obstruction was that the second alterra that was implanted caused a second trapped door.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
H10: updated sections b5 and h6- device code, clinical code, and impact code. Investigation is ongoing.

Event description:
As reported by the edwards field clinical specialist, during an alterra case in pulmonic position, when the alterra was deployed it was noticed that the inflow of the alterra was mobile and causing a trap door situation. This was most likely due to the native annulus muscle. The inflow was then ballooned with a 28mm non-edwards balloon. This resolved the trapped door, but it caused the device to migrate distally resulting in an inverted apice at outflow. Two days after the first procedure, a second alterra was implanted. During the implant of a second alterra, the existing alterra migrated distally again in the main pulmonary artery (mpa) and became distorted when the delivery system was advanced over the wire. It was decided to proceed with second alterra deployment to overlap the distal ends of both prestents. Post present/prestent deployment, there was no para-stent leak, free pulmonary insufficiency, the previously uncaptured leaflet was captured, and the "trapped door" syndrome remained resolved. Post procedure, it was reported the gradients had decreased as well as ventricular arrhythmias improving. Seven days after the second alterra implant, the patient was admitted for acute congestive heart failure secondary to right ventricular outflow tract (rvot) obstruction requiring emergent surgical intervention. The patient was found vomiting, diaphoretic, altered mental status (ams), and required non-rebreather. During the explant, both alterra devices were noted to be covered in clot/fibrin and the most distal present was located in position horizontal to the rvot as well as tilted toward the left pulmonary artery causing the almost complete obstruction of the right pulmonary artery. It was reported there was a stent fracture at the proximal site of the first prestent. The explant procedure was uneventful, and the patient was stable.